Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head snapped-oral-b/power oral care refills [device breakage]. Case narrative: consumer stated via e-mail that toothbrush head snapped while using the toothbrush. No injury was reported